Event description:
It was reported that this right ventricular lead experienced dislodgement. Due to this, high out of range shock impedance measurements were exhibited. A revision was performed in which the lead was repositioned. This lead remains in service. No further adverse patient effects were reported.